Event description:
Consumer reported: used product on blister on l lower leg near ankle / when bandaid removed, pulled skin off where adhesive was / admitted to hospital for bacterial infection / symptoms abated / ref to hcp. Cons states she had a blister on left lower leg near ankle. Cons states she applied product on blister on left lower leg near ankle in 2006. Cons states when bandaid was removed, it pulled skin off where adhesive was. Cons states she continued to treat infected blister, hcp recommend she d/c use of bandaid and use gauze with tape. Cons states she used a johnson and johnson tape, not paper tape, for sensitive skin for one week. Cons felt the tape irritated the injury further. Cons states she was admitted to the hospital for a bacterial infection. Cons states she rec'd IV therapy with antibiotics during her hospital admission. Cons states symptoms abated. Pocket expenses for medical supplies. Cons states hospital expenses written off by hospital. Cons did not want to provide age, weight, medications, allergies, medical history or relevant tests for mi screen.

Manufacturer narrative:
Device records evaluated, no trends identified, this report is considered closed unless add'l relevant info is rec'd.